Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported to draeger: "on patient screen froze." No patient injury reported.